Event description:
Medtronic received a report that pipeline failed to open distality. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the r ophthalmic aneurysm with a max diameter of 5 mm and a 2 mm neck diameter. The landing zone was 4.3mm distally and 4,9 proximally. It was noted the patient's blood vessel tortuosity was moderate. It was reported that the physician started to deploy pipeline in m1 by unsheathing the tip coil and pushing out the device. He was unsatisfied with the opening so he decided to resheath. Physician subsequently deployed and resheathed the device 3 more times. On the 4th device deployment, the distal end of the pipeline was significantly frayed upon opening. It was mentioned to the physician and we decided to remove the device and try with a new device. The pipeline failed to open at the distal section, and more that 50% of the device had been deployed when it failed to open. The pipeline was also resheated more that 2 times. No additional steps were taken to open the pipeline. Both the pipeline and the catheter were resheathed and removed from the patient. The pipeline was not used for an indication that was not approved (off-label). All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a tracstar guide catheter, phenom 27 150 microcatheter, aristotle 14 guidewire, and navien 058 115 intermediate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The pipeline had not been placed in a vessel bend when it failed to open; it was located in a straight segment of the mca. Additional steps were attempted to open the pipeline, including resheathing, unloading and reloading the system, and advancing the intermediate catheter.